Manufacturer narrative:
Concomitant medical products: references the main component of the system. Other relevant device(s) are: product ID's: bi71000577, bi71000319, and bi71000181. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system used during a procedure. It was reported that the system was put around the patient and closed. It then shut down unexpectedly. The site rebooted the system and plugged in the umbilical, 30 seconds later the system powered off again. The site rebooted a second time and were able to remove it from around the patient. Medtronic imaging and navigation were aborted. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: the kit svc o2 bi71000577 pcba supply board (s2125sis rev. G) was returned for analysis. Analysis found that the pcba supply board tested good. The pcba supply board was installed into a known good system and the system functioned as expected. 2d and 3d imaging were successful. No functional problem was found. Evaluation codes that apply to this testing: b01, c19, d14 the kit svc bi71000319 dongle can usb to 9pn (007150-519390 rev. 1) was returned for analysis. Analysis found that the dongle can usb to 9 pin tested good. The product was installed into a known good system and the system functioned as expected. 2d and 3d imaging were successful. No functional problem was found. Evaluation codes that apply to this testing: b01, c19, d14 the kit svc o2 bi71000181 pcba mvs power (082167481 rev. H) was returned for analysis. Analysis found that the mobile viewing station (mvs) power board tested good. The product was installed into a known good system and the system functioned as expected. 2d and 3d imaging were successful. No functional problem was found. Evaluation codes that apply to this testing: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) wouldn't reboot. The system control board was replaced and the system performed as intended. Codes b01, c07, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.